Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezc2506 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after 14 days, the catheter's valve presented defects what possibilitated the spontaneous venous return. Presented extravasation by the introduction atrium. The catheter was blocked because of present clot.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of spontaneous blood return was inconclusive due to the nature of the complaint and potential factors associated with the clinical setting. One 4fr s/l groshong PICC was returned for investigation. The PICC revealed evidence of use. The stylet had been removed and the two-piece connector had been attached to the groshong catheter. The catheter extended 24.7cm from the distal tip of the strain relief oversleeve. Dry blood residue was visible within the distal 2cm of the catheter. A microscopic examination revealed blood residue in the groshong valve, which caused the valve to gape open. A functional test revealed that the catheter was patent to infusion and no leaks were identified. The groshong 3-position valve functioned for infusion and aspiration and closed when not in use. The complication of bleedback could not be replicated on the returned device. Possible causes of bleedback include migration or placement of the catheter tip in the internal jugular vein, or vessel other than the superior vena cava, or coiling of the catheter in a vein may position the catheter tip where the valve is pushed open. A lot history review (lhr) of rezc2506 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after 14 days, the catheter's valve presented defects what possibilitates the spontaneous venous return. Presented extravasation by the introduction atrium. The catheter was blocked because of present clot.